Event description:
The customer reported that the insulin pump alarmed motor error several times during bolus delivery. The blood glucose reading was 234mg/dl, and she had a snack and did not cover for carbohydrates. Troubleshooting was performed. Assisted the customer to run the self test and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.